Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was between 200 mg/dl and 400 mg/dl. Customer had treated their blood glucose with a manual injection. It was also found the customer had stomach pain and dry mouth due to their high blood glucose. Troubleshooting found small air bubbles in the customer's tubing. The customer also had several no delivery alarms and a button error alarm in their alarm history. It was also found the customer did not have a bent cannula after removing their infusion set. Advised the customer to change out their entire infusion set, reservoir, and insulin. The customer was also advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
No button error alarm was noted. However, the down arrow button did not respond due to a flattened button dome switch. No functional testing could be performed due to the unresponsive button. The insulin pump was received with severely scratched display window, a cracked case at the display window corners, a broken belt clip slot and a cracked reservoir tube lip.